Event description:
Device 1 of 3. Reference MFR report number: 1627487-2013-11775 and 1627487-2013-11776. The patient had three leads (two were from the same lot). It was reported the patient was receiving ineffective therapy. In turn, the patient stopped maintaining the ipg as recommended and it became inoperable. As a result, the patient's scs system was explanted. Only two leads were returned to sjm. The analysis results will be listed under both reports (related to the leads) because it is unk which lots returned to sjm.

Manufacturer narrative:
Results: as received, the lead was cut into two pieces. The cuts were consistent with explant damage. No visual damage was observed. Conductivity testing was performed on the segments and the segments passed testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.